Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.